Event description:
The patient was implanted with an ipg on (B)(6) 2010. It was reported that she is unable to locate the ipg via the charging system. In an effort to resolve this matter, a replacement charging system was shipped to the patient. Follow-up on the patient found that the alleged problem persists with use of the replacement unit. Surgical intervention will be undertaken to reposition the patient's ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.